Manufacturer narrative:
(B)(4). Approximate age of device: 8 days. The replaced portion of the driveline that was removed during the repair was returned for evaluation. The report of low speed and pump stoppage events was confirmed based on the evaluation of the returned driveline portion. The report that there was some moisture around the patient's driveline connection to the system controller was confirmed. A photo of some green fluid inside the patient's primary system controller was submitted. Evidence of fluid was also found in the exterior grooves of the metal/controller connector, which was similar to the evidence of fluid found in the returned system controller. Continuity testing of the returned portion of the driveline found all wires were electrically intact. The shielding and bionate were removed and examination of the underlying wires revealed kinks in all of the wires, less than one inch from the metal controller connector. Further examination of the wires in this area revealed disruptions in the insulation of the orange and yellow wires. The underlying conductors of these wires were exposed. The disruptions of the wires appeared to be the result of mechanical damage, likely due to the kinking of the wires; however, a specific cause for the kinked wires could not be conclusively determined through the evaluation. The disruptions in the orange and yellow wire insulation and exposure of the underlying conductors would have interrupted pump function as a result of the exposed conductors of either wire potentially contacting the braided shield and shorting to ground while the device was supported by the power module. This short to ground would have caused the reported alarms, low speed, and pump stop events. In addition, system controller, serial number (B)(4) was returned for evaluation. The returned system controller was functionally tested and found to operate as intended during analysis. Visual observations of the driveline connector and returned driveline portion confirmed the reported event that fluid may have gotten into the driveline connector. Evidence of fluid was also noted in the exterior grooves of the metal driveline connector. The observed evidence of fluid did not affect the system controller¿s ability to operate the pump at the set speed. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient awoke and noticed that the intravenous heparin line was disconnected and the bed, pad, and system controller were wet. The patient was assisted into the standing position in order to ambulate to the restroom and it was observed at this time that the driveline was kinked closest to the system controller. It was reported that there was a red heart alarm and pump stoppage recorded at the time stamp of 10:53 pm on (B)(6) 2016 and the alarm recurred in the morning when manipulating the driveline and system controller. The patient was asymptomatic during the pump stoppages and it was reported that there was no visible damage to the driveline observed. The system controller was exchanged and the system controller log file was reviewed by a technical services representative. Multiple pump stoppages were observed during the analysis and they appeared to only occur while the system was connected to the power module. A potential issue with the driveline was suspected and a distal end driveline replacement was performed on (B)(6) 2016. The system controller was placed back on a grounded power module patient cable with no further issues reported.